Manufacturer narrative:
H6: imaging required.

Manufacturer narrative:
Complaint conclusion: as reported, four days after use of three (3) 6f-12f mynx control venous vascular closure devices (vcd), the patient went to the emergency department (ed) complaining of inflammation, infection, bleeding and was treated with antibiotics. The patient saw the physician in clinic on the fifth- and eight-day post deployment. The mynx venous vcd was prepped according to the instructions for use (IFU). The mynx control venous device functioned as intended. Hemostasis was achieved using the mynx devices with a two-minute hold and an additional one-to-two-minute manual hold after deployment on the right limb. 8f, 7f, 6f non-cordis sheaths were used. The femoral vein¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the 8f, 7f, 6f non-cordis vascular sheath introducers, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx venous vcd was used in a supraventricular tachycardia (svt) ablation interventional procedure with a retrograde approach to the right groin. An ultrasound was performed at follow up and edema without discrete fluid collection noted. The symptoms resolved without sequalae. The procedure was performed by the physician. There were no other closure devices was used on the affected limb. Ultrasound was not performed prior to discharge. The deployer was mynx certified. Additional information was requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2416504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. Access site hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vcd sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The reported events could not be confirmed without receipt of images of the site or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ also stated in the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr review and the available information, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, four days after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) the patient went to the emergency department (ed) complaining of inflammation, infection, bleeding and was treated with antibiotics. The patient saw the physician in clinic on the fifth and eight day post deployment. The mynx venous vcd was prepped according to instructions for use (IFU) instructions. The mynx control venous device functioned as intended. Hemostasis was achieved using the mynx devices with a two minute hold and an additional one to two minute manual hold after deployment on the right limb. 8f, 7f, 6f non-cordis sheaths were used. The femoral vein¿s suitability was verified on venography, including the insertion angle (30-45 degrees) of the 8f, 7f, 6f non-cordis vascular sheath introducers, and the vessel diameter was verified to be greater than or equal to 5 mm. The mynx venous vcd was used in an super ventricular tachycardia (svt) ablation interventional procedure with a retrograde approach to the right groin. An ultrasound was performed at follow up and edema without discrete fluid collection noted. The symptoms resolved without sequelae. The procedure was performed by the physician. There were no other closure device was used on the affected limb. Ultrasound was not performed prior to discharge. The deployer is mynx certified. Additional information was requested but not provided. The devices were discarded; therefore, they will not be returned for evaluation.